Event description:
It was reported that the patient had seven inappropriate shocks. A follow-up found that the tip of the electrode had eroded through the skin. There was also an infection. The system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had seven inappropriate shocks. A follow-up found that the tip of the electrode had eroded through the skin. There was also an infection. The system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.